Manufacturer narrative:
The cause for the enhanced estradiol (ee2) discordant results with calibrator 30 lot 21 is unknown. The patient samples are not available for further testing in-house. Siemens healthcare diagnostics is investigating. The enhanced estradiol IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
False low advia centaur xp enhanced estradiol (ee2) results were obtained on samples from two patients when comparing calibrator lots 21 and 20. The customer had used reagent lot 036. The customer observed low results with the quality control (qc) level 1 when using calibrator 30 lot 21. The customer also observed that the low calibrator values assignment from current calibrator 30 lot 20 to lot 21 has changed significantly. No corrected reports were issued. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp enhanced estradiol results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00101 on april 25, 2017. On 06/06/2017: additional information: siemens healthcare diagnostics has performed an internal investigation and confirmed a negative bias for advia centaur enhanced estradiol (ee2) on the advia centaur, advia centaur xp and advia centaur xpt systems when calibrating with calibrator 30 kit lots ending in 21 (c3021) as compared to calibrator 30 kit lots ending in 20 (c3020). Siemens' internal investigation has determined that samples with estradiol concentrations of approximately 35 pg/ml (128 pmol/l) and lower exhibit a % bias greater than the expected historical performance of the product when comparing c3021 to c3020. Results observed indicate that as estradiol concentrations increase, the % biases observed become less pronounced. Siemens issued ufsn cc 17-15.a.ous (june 2017) and umdr cc 17-15.a.us (june 2017) informing the customer of a negative bias for the advia centaur enhanced estradiol (ee2) on the advia centaur, advia centaur xp and advia centaur xpt systems when calibrating with calibrator 30 kit lots ending in 21 (c3021) as compared to calibrator 30 kit lots ending in 20 (c3020). This issue does not affect the advia centaur cp system. Instructions on actions to be taken are provided in the customer communication. No further investigation is required.